Event description:
Event description boston scientific crm received information upon review of electrograms from stored ventricular tachycardia episodes, that this lead was oversensing noisy signals. The patient was pacing dependent and reported feeling symptomatic but was unable to confirm whether symptoms coincided with the stored episodes. It was noted that all lead measurements were stable and within normal limits. A lead revision was scheduled for the following day. It was noted that no evidence of an insulation integrity issue was visible during the revision procedure. The lead was surgically abandoned. As access was unable to be gained on the patient's left side, new leads were placed and implanted with the existing device on the patient's right side.